Event description:
It was reported that (1) device was used during laparoscopic nissen. It was reported by the rep that the lcsc5 locked out. The device was discarded. 02/08/2001 message from rep. There was a general statement that the case was extended about 15 minutes do to the problem with the case. The luke was the handpiece used with the device. No other pt consequence.